Event description:
On (B)(6) 2015, a representative from a dental office reported that a patient with a 3m espe lava ultimate implant crown restorative crown required root canal treatment. The lava ultimate crown was seated on tooth #14 on (B)(6) 2012. The crown debonded on (B)(6) 2013, and again on (B)(6) 2014. A radiograph showed translucency in the tooth and a root canal procedure was initiated. It was completed on (B)(6) 2014, at which time a new crown was seated. The patient's tooth is reported to be fine.